Event description:
It has been reported to philips that wireless foot switch wifi-led was illuminated red. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) analysed the system and confirmed that wireless footswitch wifi-led is illuminated red. The issue is x-rays cannot be emitted because the staff are in the imaging room before the examination. The rse instructed to customer turn on wfs after restarting the system, after that the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no malfunction with the system, as the user are in the imaging room before the examination. System back to normal user turn on wfs after restarting the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.